Manufacturer narrative:
(B)(4).

Event description:
It was reported that when opening the packaging, the lead was found not straight but had a certain curved shape, so the doctor decided not to use it.